Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi failure analysis engineer. The following additional information was provided: the picture and video showed the monopolar yaw pulley dislodged from the distal clevis. It appears that the yaw pulley retention posts on both sides of the yaw pulley are broken off. This would be 2 potential fragments, assuming this instrument broke in this way during a procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the tip of a permanent cautery hook instrument broke and one of the plastic pieces holding onto the metal part came off. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated the customer found the plastic piece, but he suspects the metal indent that holds onto the plastic to be missing on one side. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage observed. The issue occurred during dissection, the instrument was in use only for a few minutes prior to the issue and there were no issues noticed with the functionality. No collisions with any instruments or other material were observed. The fragments were retrieved using another robotic instrument. There was not any additional surgical procedure required to remove the fragment. The plastic component was retrieved but the round metal knob that holds the plastic piece was suspected to be left inside the patient¿s body. X-ray was not performed to check for remaining fragments. The reporter was unable to confirm if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.